Event description:
According to the initial report protect patient experienced pericardial effusion on (B)(6) 2020. Per the adverse event report form this is (s)ae#4. The amds was implanted on (B)(6) 2020. The event began on 16jan2020 and ended on 05feb2020. The event was expected. The event is possibly related to the amds device and unlikely related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event lead to a serious deterioration in health as a life-threatening illness or injury. Treatment was a minithoracotomy with beginning tamponade on (B)(6) 2020. This investigation is relegated to amds5540-de, lot number: c2458714d with the allegation of pericardial effusion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
The manufacturing records for lot c2458714d (finished goods) and lots c2458536d and c2458588a (sub-assembly) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation two (2) tdos associated with the sterile sub-assembly lots, c2458536d, c2458588a: tdo (B)(4), tdo (B)(4). There are also two (2) tdo associated with the finished goods lot, c2458714d: tdo (B)(4), tdo (B)(4). They are unrelated to the reported event. Patient (B)(6) is a 51-year-old male who had an amds-55-40 (lot #: c2458714d) implanted on (B)(6) 2020 at (B)(6), located in (B)(6). The responsible investigator for the study is prof. (B)(6). Adverse event # 4 (case (B)(4)) reports a miscellaneous event described as ¿pericardial effusion, minithoracotomy with beginning tamponade on (B)(6) 2020¿ with an onset date of (B)(6) 2020 (8-days post-op) with an end date of (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿life- threatening illness or injury¿. The patient was already in the hospital and surgical treatment ¿minithoracotomy¿ was provided. The event outcome was documented as resolved and the patient was discharged from the hospital on (B)(6) 2020. The patient did not exit the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note, ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ [ae #3 & 4] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There are two (2) tdos associated with the sterile sub-assembly lots, c2458588a: tdo (B)(4), tdo (B)(4). There are also two (2) tdo associated with the finished goods lot, c2458714d: tdo (B)(4), tdo (B)(4). They are unrelated to the reported event. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.